Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet device touchscreen was unresponsive. The user was able to unlock the device but could not interact with other functions. A small crack was observed on the left-middle side of the screen. At the time of the issue, the user had paused insulin delivery to go swimming. The highest recorded blood glucose (bg) was 500 mg/dl. The event was self-treated successfully by reconnecting to a backup pump, and bg returned to range. The device provided a high bg alert. No medical intervention was required.